Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin¿.

Event description:
It was reported that the insulin gauge was inaccurate. Customer over filled cartridge with insulin. Customer¿s blood glucose was 250 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin therapy.